Event description:
It was reported that, "the patient had a primary tha on (B) (6) 2006. After a month later, the surgeon performed a revision surgery on the patient due to a dislocation of the inner head. At that time, the surgeon implanted a new ad cup (54mm) and a constrained acetabular insert instead of previous cup (52mm) and insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.